Event description:
An optometrist reported that a patient with keratoconus appears to have had an anaphylactic reaction to boston solutions. Event required hospitalization and cardiac massage. Optometrist reported that this is an unconfirmed report as the patient has not been seen; awaiting referral and medical records from general medical practitioner and hospital. No additional information to report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number information was not provided, and no medical documentation received. Based on all information, no causal factors can be determined and no conclusion can be drawn.